Event description:
It was reported that multiple intermittent occlusion alarms occurred. This resulted in their blood glucose level reading as "high" beyond 500 mg/dl. To address high glucose levels, the customer administered correction boluses both through the pump and injections. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin delivery.